Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the amplatz goose neck snare kit and the amplatz goose neck microsnare kit. Survey results from an interventional cardiologist in practice 15 years. Physician has been using medtronic¿s amplatz goose neck snare kit and amplatz microsnare kit since 2010, using a total of 6 amplatz goose neck snare kits and 9 amplatz goose neck microsnare kits in the last year. Of the amplatz goose neck microsnare kits used, 4 were used during peripheral vascular procedures, 5 were used during coronary vascular procedures. During use of the amplatz goose neck snare kit in the arterial vasculature the following complications were reported: embolization (3 patients) due to a stent being loose and embolising, myocardial infarction (1 patient) during removal of loose stent from embolised coronary, and stroke (2 patients) due to embolization of a 4fr catheter fragment. During use of the amplatz goose neck snare kit in the venous vasculature, a pulmonary embolism event was reported for 1 patient which occurred when removing the end of a portacath tubing. One device entrapment event during removal of a pacemaker probe was also reported as a complication during use of the amplatz goose neck snare kit. During use of the amplatz goose neck snare kit, there is one event reported with stripping fibrin sheath from an indwelling catheter (1 patient), and pulmonary embolism (1 patient) where it is reported portacath tubing embolised during use of the amplatz goose neck microsnare kit in arterial vasculature: an embolization (1 patient) event due to pulmonary artery wound without consequence, myocardial infarction (1 patient) due to embolization of a guide fragment, and stroke (1 patient) due to detachment of atherosclerosis plaque are reported complications during use of the amplatz goose neck microsnare kit in venous vasculature: pulmonary embolism (1 patient) is reported as a complication. During use of the amplatz goose neck microsnare kit in coronary vasculature a stroke (1 patient) was reported. Infection (1 patient) is also reported as a complication associated with use of amplatz goose neck microsnare kit of the above complications (adverse events), some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting.